Event description:
While transporting a patient who had chest pain, the patient went into cardiac arrest. The responders attempted to connect the defibrillator pads to the pads adapter cable via the barrel style connector. They had prolonged difficulty in attaching them, which delayed therapy.